Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the vital signs monitor (svm) was taking inaccurate non-invasive blood pressure (nibp) readings. The readings were always 120/80 on every patient and the simulator even when the simulator was set for a vastly different reading. No patient harm was reported. Investigations summary: the device was returned to nihon kohden for evaluation. During evaluation, the reported issue of only reading 120/80 mmhg was not replicated, but inaccurate nibp readings were observed. The example provided was a reading of 194/130 mmhg while the simulator was set to 190/120 mmhg. The cause of the malfunction was attributed to a failure in the pneumatic system, and the device's pump and valve will be replaced as a corrective action. A review of the device's complaint history by serial number reveals no similar issues. A significant trend has not been observed that would warrant any further corrective action nihon kohden will continue to trend and monitor. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the vital signs monitor (svm) was taking inaccurate non-invasive blood pressure (nibp) readings. The readings were always 120/80 on every patient and the simulator even when the simulator was set for a vastly different reading. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the vital signs monitor (svm) was taking inaccurate non-invasive blood pressure (nibp) readings. The readings were always 120/80 on every patient and the simulator even when the simulator was set for a vastly different reading. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the vital signs monitor (svm) was taking inaccurate non-invasive blood pressure (nibp) readings. The readings were always 120/80 on every patient and the simulator even when the simulator was set for a vastly different reading. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.